Manufacturer narrative:
The hill-rom tech found the latch assembly contaminated with sticky substance causing latch from engaging. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the siderail to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderails will not stay up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).